Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# h812548401, implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: h812548401, (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 5mg/ml dilaudid at "0.8," and 12mg/ml marcaine at "1.9" via an implantable infusion pump for an unknown indication for use. It was reported that the patient had a normal pump replacement and during the procedure the hcp could not get back any cerebrospinal fluid (csf). It was reported that the catheter wasn't patent. The patient had a new catheter implanted and the issue was resolved. The patient's status at the time of the report was "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
H3: the catheter was returned and analysis found no significant anomalies. If information is provided in the future, a supplemental report will be issued.